Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 26 months ago. Vessel morphology at the time of implant was not reported. The thoracic aneurysm was 7.8 cm in diameter at the time of implant. Currently the thoracic aneurysm is 8.8 cm in diameter. The pt returned for f/u appointments and at the last f/u, the CT revealed that the stent graft was patent, the aneurysm had remained the same size and there were no endoleaks. It was reported that the pt was recently in a motor vehicle accident. The pt had back pain and a CT was performed. The CT was demonstrated that there was a type iii endoleak between (B)(4) (MFR report# 2953200-2011-01007) and the (B)(4) (2953200-2011-01008), which was exactly where the steering wheel hit the pt in the mva. The physician implanted a talent (B)(4) and the endoleak was resolved. No add'l clinical sequelae were reporte d, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (separation may be due to mva).